Event description:
It was reported that a spectrum infusion pump had an improper shutdown during therapy in the medical intensive care unit. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the reported "improper shutdown during infusion." The battery life test was performed using a known good battery module test was performed using a known good battery module with passing results and evaluation observed pump to operate with a loaded set. However, corrosion was found on the battery terminals and may have caused an intermittent connection to the backflex, causing this failure. The fluid residue was removed from the contaminated areas to correct this condition.